Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field h6 evaluation conclusion codes.

Event description:
It was reported that the brady lead was a case of an attempted implant due to other or non product experienced. Additional information received which indicated that the lead was attempted in the left bundle branch (lbb) position with multiple attempts, the lead had tissue embedded in the helix and after removing the tissue the lead tip was bent. The lead was not available to return. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the brady lead was a case of an attempted implant due to other or non product experienced. Additional information received which indicated that the lead was attempted in the left bundle branch (lbb) position with multiple attempts, the lead had tissue embedded in the helix and after removing the tissue the lead tip was bent. The lead was not available to return. This lead was replaced with the same model and never in service. No adverse patient effects were reported.